Event description:
It was reported that a malfunction message appeared in tandem source, and customer service informed caller that this indicated pump malfunction, with malfunction code 16 noted and no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer manually powered down pump, had not yet acknowledged field correction notice, so technical support confirmed or updated email, resent notice, and completed form on customer¿s behalf, and pump was not replaced because it was out of warranty.